Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with an unknown clear fluid in the catheter lumen and the basket fully extended from the catheter lumen. There is unknown dried substance and strands of material tangled into both the distal and proximal ends of the basket. The distal 15 cm of the catheter has a permanent bend. The tubing of the flush port was returned twisted off from the metal hub. One of the wires on the basket had broken loose from the proximal end of the basket and was still attached at the distal end of the basket. For further evaluation of the basket, the catheter and drive wire cable were cut. The basket was found intact with no part of the device was missing. The basket wire broke near the soldered cannula; there was no evidence of the wire being damaged by the buff process. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The basket wire broke at near the soldered cannula. If excessive force is applied, basket breakage can occur at the soldered cannula. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. The doctor tried to extract the stone in the common bile duct by using the device. On the second sweeping, the wire of the basket head was broken. The broken basket was removed and a new one was used for extracting stones and sludge.